Event description:
The technician alleged the stretcher still moves after the brake steer pedal is put into the brake position at the head end of the stretcher. No pt impact.

Manufacturer narrative:
The technician replaced both head brake casters to resolve the issue.